Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported error code of 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were confirmed. Analysis of the returned top cover identified it could not communicate with the low power supply (lps). It is probable that an electrical overstress with the top cover component contributed to the error codes encountered leading and the procedure being aborted. Device service history record (dshr): the device history record / service history record review was completed. This laser console was installed on 05feb2013. The system was last serviced on 30jul2021. The laser console was fully functional with no issues. Device technical analysis: the laser console was not returned for analysis; however, the laser console was serviced onsite by a field service engineer (fse). The fse tested the laser console and performed preventive maintenance. During testing, the reported error codes were visualized. The fse replaced the top cover and tested vaporization and coagulation modes. The laser worked as intended. The laser console chiller, mater control board (mcu) were received for analysis. Upon receipt at our post market quality assurance laboratory, these two parts were analyzed. Visual analysis of the mcu and chiller did not identify physical damages. No leaks were identified with the chiller. There were no physical damages identified on these two returned parts. Additionally, the console top cover was also returned. Visual analysis of the top cover noted it was in good physical condition with only minor scuffs from normal usage wear. Functional testing of the top cover identified error code 832 was displayed, indicating the top cover could not communicate with the low power supply (lps). Labeling review: review of the complaint information and the device instruction for use manual did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on analysis results, it is probable that the reported error codes may be due to the laser console top cover. A conclusion code of cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, error codes 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were displayed. There was no patient consequences; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, error codes 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were displayed. There was no patient consequences; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported error code of 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were confirmed. Analysis of the returned top cover identified intermittent vertical lines, indicative of problems with the pxa320 chip. There appears to be an issue with the firmware of the board as the signal timing between the pxa320 chip and other components resulting in the vertical lines intermittently appearing. Based on the information available, the reported event can be traced back to pxa320 chip component. The returned chiller and mcu are unlikely to have contributed to the reported event. Device service history record (dshr): the device history record / service history record review was completed. This laser console was installed on 05feb2013. The system was last serviced on 30jul2021. The laser console was fully functional with no issues. Device technical analysis: the laser console was not returned for analysis; however, the laser console was serviced onsite by a field service engineer (fse). The fse tested the laser console and performed preventive maintenance. The fse replaced the top cover and tested vaporization and coagulation modes. The laser worked as intended. The laser console chiller and mater control board (mcu) were received for analysis. Upon receipt at our post market quality assurance laboratory, these two parts were analyzed. Visual analysis of the mcu and chiller did not identify physical damages. No leaks were identified with the chiller. There were no physical damages identified on these two returned parts. Additionally, the console top cover was also returned. Functional testing of the top cover identified vertical lines intermittently displayed; indicating a problem with the pxa320 chip on the main board. Labeling review: review of the complaint information and the device instruction for use manual did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on analysis results, it is probable that the reported error codes may be due to the laser console top cover. A conclusion code of cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, error codes 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were displayed. There was no patient consequences; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported error code of 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were likely due to the laser console top cover. The reported event is confirmed. Although physical analysis did not identify physical damages to the returned mcu and chiller, the field service engineer report indicated that replacing the laser console top cover resolved the error codes. A history record review confirmed that the laser console met specification prior to release and that it was found in good overall condition on last service performed on 30jul2021. Device service history record (dshr): the device history record / service history record review was completed. This laser console was installed on 05feb2013. The system was last serviced on 30jul2021. The laser console was fully functional with no issues. Device technical analysis: the laser console was not returned for analysis; however, the laser console was serviced onsite by a field service engineer (fse). The fse tested the laser console and performed preventive maintenance. The fse replaced the top cover and tested vaporization and coagulation modes. The laser worked as intended. The laser console chiller and mater control board (mcu) were received for analysis. Upon receipt at our post market quality assurance laboratory, these two parts were analyzed. Visual analysis of the mcu and chiller did not identify physical damages. No leaks were identified with the chiller. There were no physical damages identified on these two returned parts. Labeling review: review of the complaint information and the device instruction for use manual did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on analysis results, it is probable that the reported error codes may be due to the laser console top cover. A conclusion code of cause traced to component failure has been assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, error codes 832 (test failed: interlock) and 302.13 (mcb hardware interlock) were displayed. There was no patient consequences; however, the procedure was not completed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.